Event description:
It was reported that during implant the pulse generator setscrew could not be tightened. When the physician tried to remove the hex wrench the setscrew pulled out of the header. The pulse generator was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative. Final analysis found that the hex inset of the setscrew was stripped. The shaft of the returned torque wrench was stuck inside the hex inset of the setscrew due to the shaft not being correctly positioned inside the hex inset of the setscrew; causing the stripping of the hex inset.